Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 177 mg/dl. The customer changed all of the pump supplies and insulin delivery was resumed. The customer thought that the pump battery had depleted quickly in a few hours. The reported battery issue could not be confirmed.